Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 411 mg/dl; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.